Event description:
During pta for restenosis of a previously implanted smart control stent, the smart control stent being deployed to treat the lesion moved proximally from the original position. The target lesion was the superficial femoral artery. The lesion was isr lesion of previously implanted smart control (size and lot were unknown, but it was implanted about a year ago). The lesion was heavily calcified and slightly tortuous. There was 99% stenosis. After pre-dilation, smart control (8x100mm 80cm, complaint product) was delivered to the isr lesion to implant with overlapping to the proximal edge of the previous implanted stent. When the physician observed the sds under fluoroscopy, the stent was observed already moved proximally from its original position in its outer sheath. The stent edge was located slightly to the proximal from the marker band of the outer sheath. Therefore, the physician stopped using the smart control, and the different stent was used instead. The procedure was finished successfully. There was no patient injury reported, and the product will not be returned for analysis because it was discarded at the hospital. The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. An attempt was not made to deploy the stent during the procedure. The smart control was removed from the patient without stent deployment. No additional information is available.

Manufacturer narrative:
During pta for restenosis of a previously implanted smart control stent, the smart control stent being deployed to treat the lesion moved proximally from the original position. The target lesion was the superficial femoral artery. The lesion was instent restenosis (isr) lesion of previously implanted (approximately one year) smart control. The lesion was heavily calcified and slightly tortuous with a 99% stenosis. After pre-dilation a smart control was delivered to the isr lesion to implant overlapping to the proximal edge of the previously implanted stent. When the physician observed the sds under fluoroscopy, the stent was noted to have moved proximally from its original position in its outer sheath. The stent edge was located slightly proximal of the marker band of the outer sheath. The physician removed the smart control and a different stent was used. The procedure was finished successfully. There was no patient injury reported. The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No attempt was made to deploy the stent during the procedure. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Please note that the catalog and lot numbers are not available and therefore, the unknown catalog number is provided for the device family. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 9616099-2012-00431 and 9616099-2012-00432.